Manufacturer narrative:
Additional information: on 6/25/2019, mentor received additional information indicating the device was explanted on (B)(6) 2019 and that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: mentor memorygel breast implant 800cc, catalog # 3544800, serial # (B)(4), lot # 7299703. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a breast reconstruction revision with a mentor memorygel breast implant 800cc and experienced rupture on the right side post-operational. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information: on october 20, 2020, mentor became aware that the patient also experienced rupture on the right side. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on november 12, 2020, mentor became aware that the patient underwent bilateral device removal and replacement with 800cc mentor memorygel breast implants, catalog number 3508004bc, serial numbers (B)(6) on the left side and (B)(6) on the right side on (B)(6) 2019. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient also experienced bilateral baker grade iii capsular contraction. The patient underwent bilateral device removal and replacement with mentor memorygel breast implants 800cc on (B)(6) 2019. Reason for device explant and/or reoperation: rupture and capsular contracture manufacturer's reference number: (B)(4).